Manufacturer narrative:
Zimmer biomet complaint (B)(4). Device lot number not provided/unknown. Device not returned.

Event description:
It was reported that the abutment (ceanp31) loosened and fell out. The location is unknown. Tooth location 7.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: date of this report; manufacturer; contact office - name/address; date received by manufacturer; follow-up number; follow up type; evaluation codes; additional narrative/date.